Event description:
It was reported that there were small holes in the plastic portion of the bd insyte¿ autoguard¿ bc shielded IV catheter, causing leakage outside of the vein. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "the complaint has been that there are small perforations in the plastic portion of the catheter causing leakage outside of the vein"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The customer provided an additional lot#, so the following fields have been updated: b.5. Describe event or problem: it was reported that there were small holes in the plastic portion of the bd insyte¿ autoguard¿ bc shielded IV catheter, causing leakage outside of the vein. This occurred at least once each in lots 2103867 and 2025646, and this complaint was created to capture the 1st of 2 related incidents. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 2103867; d.4. Medical device expiration date: 31-mar-2025; h.4. Device manufacture date: 21-apr-2022. D.4. Medical device lot #: 2025646; d.4. Medical device expiration date: 31-dec-2024; h.4. Device manufacture date: 26-jan-2022.

Event description:
It was reported that there were small holes in the plastic portion of the bd insyte¿ autoguard¿ bc shielded IV catheter, causing leakage outside of the vein. This occurred at least once each in lots 2103867 and 2025646, and this complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "the complaint has been that there are small perforations in the plastic portion of the catheter causing leakage outside of the vein."

Event description:
It was reported that there were small holes in the plastic portion of the bd insyte¿ autoguard¿ bc shielded IV catheter, causing leakage outside of the vein. This occurred at least once each in lots 2103867 and 2025646, and this complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "the complaint has been that there are small perforations in the plastic portion of the catheter causing leakage outside of the vein".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 20-sep-2022. H6: investigation summary. Our quality engineer inspected the sample submitted for evaluation. Bd received a catheter assembly from a 22g x 1.00in insyte autoguard from lot number 2025646. A gross visual inspection of the return unit shows a catheter with the adapter in the package. First, the returned unit was tested for leakage where no leak was observed. Upon microscopic examination, silicone could be seen on the catheter. Further investigation consisting of dissecting the catheter in a longitudinal way revealed that the holes that were observed were actually the silicone used as lubricant during manufacturing of this device. The returned unit was also fully retracted. There was no sign of damage on the catheter adapter. The initial report was stated for lot number 2103869 however the device that was returned for investigation was from lot number 2025646. A device history record review showed no non-conformances associated with this issue during the production of these batches.